Event description:
It was reported that the bivona tracheostomy tube was inserted in patients tracheostomy stoma and the left flange broke at the securing part which caused the tracheostomy tube to decannulated .the patient was able to hold the tube in place and replace a new tube in the stoma this happened with two tubes.

Manufacturer narrative:
Other, other text: patient details were updated. No patient injury occurred. (Updated b5) e4 is unknown. No lot or serial number was provided; therefore, device history record review could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Additional information received via customer response email (B)(6) 2022: patient details were updated. No patient injury occurred.